Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and bumpy skin irritation under the front-therapy electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use an antibiotic cream on the skin irritation. Follow up indicated that the patient removed the lifevest and reported that the cream helped the skin irritation to improve.